Event description:
It was reported to boston scientific corp that an rx ercp cannula tapered tip was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in 2008. According to the complainant, after cannulation, while performing a cholangiogram, approx 3 mm of the tip of the cannula snapped off inside the bile duct. The dr was unable to retrieve the tip. The procedure was completed with another rx ercp cannula tapered tip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for eval, it has not yet been rec'd at the MFR's complaint investigation site. The device eval has not been performed; the cause of the reported malfunction is undetermined.